Event description:
In this case, it was reported that the patient underwent redo-aortic valve replacement (valve-in-valve) and redo-mitral valve replacement (valve-in-valve) after an implant duration of approximately 10 months due to severe stenosis of both valves. Of note, this report will address the aortic device. Per the op report, patient presented with early valve degeneration. Given his severe comorbidities, redo valve replacement was scheduled. Ef pre: 50% with severe aortic stenosis. The patient underwent transpical aortic valve replacement with another edwards prosthetic valve. Echo confirmed good position over the annulus and good valve function. No operative complications reported.

Manufacturer narrative:
There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). In this case, the op report documents early valve degeneration. Unfortunately, the valve was not explanted from the patient; therefore, edwards could not assess the device for any findings. There is insufficient information to conclusively determine the root cause for the reported stenosis. No further actions are possible with the available information. Of note, this patient also had mitral valve replacement for stenosis of an edwards valve. Please reference the MDR submitted for device serial #(B)(4).